Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the medisense 2 blood glucose monitor. The values, when plotted on a error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.